Event description:
It was reported that the device presented a motor rate error message and cracked case. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Operator of device: is unknown. No information provided to date. Initial reporter also sent report to FDA is unknown. No information provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection was performed and the following observations were noted: tamper seals were not intact. The top case was chipped and cracked. Functional and delivery testing was conducted. The reported event of motor rate error was replicated during testing. Motor error rate was identified in event history log review. The reported issue was confirmed. The root cause was determined to be normal wear and tear due to device age. Impact caused cracked case. The following actions were taken: replaced worm coupling and gear. Additional repairs included: replaced damaged top and bottom cases and plunger cable. Replaced motor mount, leadscrew and right and left clutch halves and missing delrin washer. Installed cable guard. Replaced battery. Functional and delivery tests all passed after repair.